Event description:
A 3.0mm diameter by 9mm length s670 stent delivery system was inserted for treatment of a lesion in the circumflex coronary artery. It was not possible for the stent to cross the severely calcified target lesion. Upon removal of the stent delivery system, the stent caught on calcium in the artery causing it to dislodge from the delivery balloon. The stent was successfully snared and removed from the pt. The target lesion was then treated with another manufacturer's stent. The patient was fine post procedure and there were no additional clinical sequelae reported related to the event.